Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and the fiber tip broke off at 33,517 joules. Per the customer, the fiber tip was retrieved. No patient injury was reported.

Manufacturer narrative:
(B)(4).